Event description:
A customer's mother reported on (B)(6) 2011 at 12:15 am, the customer received a reading of 240 mg/dl on their adc meter that was lower when compared to a hcp meter reading of 370 mg/dl. The caller stated that meter was reading incorrectly and "patient was administered to hospital for dka." The caller further reported the customer experienced vomiting, dehydration, confusion and muscle strain. The customer was reportedly diagnosed with hyperglycemia and hypertension, however, the caller could not provide any information regarding a treatment. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.